Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, it was noted that the set came loose from the delttec gripper and as a result, there was shortage of medication. No patient consequences were reported. No adverse effects were reported.